Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that during the past month, she was getting high blood glucose (bg) levels with readings of between 400 mg/dl to 500 mg/dl. The customer mentioned she was about to go on an insulin pump based on the above readings. She indicated that prior to contacting dario, her vision was fuzzy so she measured her bg level with a reading of 561 mg/dl. The user went to the hospital due to her high bg level reading. The hospitals' blood glucose (bg) meter measured her bg level with a reading of 288 mg/dl. Right before leaving the hospital, she measured (with the hospital's bg meter) her bg level with a reading of 180 mg/dl. Fifteen minutes later, once the customer returned home, she measured her bg level with her dario meter, and got a reading of 375 mg/dl. Troubleshooting was attempted, however, the customer disposed of her dario meter and strips. Therefore, not enough information regarding the dario meter and strips to investigate. No resolution is available.